Event description:
It was reported that at the end of defibrillation threshold testing during implant the patient¿s oxygen was low. The patient was intubated and put on a ventilator until stabilized. It was also reported that defibrillation thresholds were unsuccessful in several configurations and three beats of t-wave oversensing (twos) were observed. The twos did not recur. It was thought that the twos and unsuccessful dft¿s were related to the patient¿s condition. The next day the r waves were low. The configuration settings were changed and the device and lead remain in use. The r-waves have increased and the patient outcome was good. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dvbb1d4, implantable cardioverter defibrillator (ICD), (B)(6) 2013. (B)(4).